Event description:
Dr. Stated that the patient had a sudden event in the first week of (B) (6) and felt that it was likely the stem fractured. The patient was x-rayed on the (B) (6) and the x-ray showed a fracture. The revision hip operation to remove the fractured stem was performed on the (B) (6) 2010 and was observed by stryker representative.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.